Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an acdf at c5-6. Approximately 22 months post-op, the patient had pain down her right ar m, from her neck to her fingers, it was noted that a "possible" non-union contributed to the pain and a c4-c5 disc protrusion was also noted. Treatment included an epidural steroid injection. The health care professional noted that this was definitely not related to the prior surgery, since the patient had a fusion and there were new problems at a new level. Approximately 23 months postoperatively, it was noted the patient had increased right hand pain, down her long finger with increased shoulder pain. Treatment included a medrol dose pak. The investigator noted there was increased size c4-c5 disc with pain and no objective neurologic changes. Approximately 25 months postoperatively, the patient underwent an acdf at c4-c5, with removal of the old plate at c5-c6 and re-instrumentation to cover c4-c6. Additionally, it was noted the operative report stated the anterior exploration of c5-c6 showed a solid bony shelf over the vertebra with signs of motion; however, radiographically there was not complete trabeculation. A plate was placed from c4-c6 to prevent any chance of stressing the previously fused area. Approximately 43 months postoperatively, an MRI revealed progressive degeneration and small bulging at c3-c4. Approximately 51 months postoperatively, there was pseudoarthrosis at c5-c6, the index level, with solid fusion at c4-c5, the previously fused adjacent level. The patient also continued to have chronic pain and symptoms over the past year sending her to the ER for multiple visits and medications, unspecified. The patient underwent a posterior cervical fusion at c5-c6 with local bone graft and instrumentation. It was noted this was the patient's second re-surgery at the c5-c6 treatment level which was done to attempt healing. Approximately 53 and 55 months postoperatively, at these two follow-up visits it was noted all symptoms had been relieved with surgery. At the 60 month postoperative evaluation, it was noted there was healing of the pseudoarthrosis at c5-c6 with resolution of headaches, neck pain, and tightness with burning arm pain. The previously captured posterior cervical fusion at c5-c6 with local bone graft and instrumentation performed during the fifty-one month time period was noted.